Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead was micro dislodged but on xray it looked normal. Lack of pacing has brought patient to the emergency room. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.